Event description:
This is a report of a patient who experienced an umbilical hernia coincident with therapy for peritoneal dialysis. The patient underwent hernia repair surgery and was reported to have recovered from the hernia. Therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of the device service history was performed and did not identify any previous servicing events that could have caused or contributed to the development of the reported hernia. The device was not returned, therefore, a device analysis cannot be completed. The cause of the reported hernia could not be determined with the available information. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.